Event description:
Patient reported that he is a diabetic and has been using abbott freestyle libre 14 day sensor for a while. About a month ago he started having issues with the device. The sensor was not reading blood glucose level. He tried two other times and got the same inadequate and failure results. At first, abbott replaced broken sensors but the malfunction kept happening. At this time, they refused to send replacement. Pt code: 4582. Device code: 1535. Ref reports: mw5179796, mw5179797.